Manufacturer narrative:
This supplemental report has been created due to complaint has been reassessed and determined to be not reportable due to fall upper body component, broken baseplate occurred due to the fall.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01301; 508-32-204, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to glenoid baseplate broke causing the glenoid portion of the reverse shoulder to fail.